Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2011 at 11:08am pst, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed an "er1" message. On (B)(6) 2011, the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that one hour prior to the start of the product issue on (B)(6) 2011 at 11:45am est, she became "sweaty, shaky and cranky". The patient reported that the product issue began on (B)(6) 2011 at 12:45pm est. The patient manages her diabetes with an insulin pump. The patient reported that she made no change to her usual diabetes management due to the product issue and immediately contacted lifescan for support. The patient reported that no treatment was received due to the product issue. During troubleshooting, the lfs customer care advocate (cca) confirmed the "er1" message. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated after attempted use of the subject meter. However, the malfunction is being reported because the issue was not resolved with troubleshooting.